Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte autoguard shielded IV catheter there was an issue with the catheter failing to fully retract.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with the catheter failing to fully retract.

Manufacturer narrative:
Investigation summary: no units or photos were provided for this incident. DHR review for lot: 7037895 disclosed the following: the lot number was built on afa line 6 from 08feb2017 thru09feb 2017 and packaged on pkg. Line 11 from 11feb2017 thru 13feb2017. All required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Relationship of device to the reported incident: indeterminate - no units or photos were provided for observation and/or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established. Without the actual sample for evaluation and testing there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the defect stated in the pir.